Manufacturer narrative:
Facility staff attributed the clotting and reported blood loss to the amount of time spent troubleshooting the alarms. The disposable cartridge was not available for evaluation. The exact cause of the alarms cannot be determined. The user's guide identifies probable cause of alarms and provides adequate instructions for troubleshooting alarms and performing rinseback. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A balance chamber pressure and waste bag pressure alarm occurred during a routine hemodialysis treatment, which could not be resolved. Clotting in the extracorporeal blood circuit prevented rinseback and resulting in an estimated blood loss of 190cc. No medical intervention was required.